Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high glucose readings on both the ilet system and a fingerstick glucometer, and the user was advised to switch to backup therapy while the field team evaluated issues related to inset infusion set use and a potential transition to an alternative infusion set. Symptoms included hyperglycemia without reported ketone testing and without reported adverse effects. Outcomes included no hospitalization. Investigation included clinical follow-up with completion of blood glucose and hospital questionnaires and internal consultation with clinical and field teams. Investigation of this case revealed no definitive device malfunction and an unclear cause of hyperglycemia, with consideration of infusion set difficulties as a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.